Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window corner and scratched lcd window.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 247mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.